Manufacturer narrative:
The electrode was discarded post procedure, thus not expected to be returned.

Event description:
It was reported that shortly after implant of the subcutaneous implantable cardioverter defibrillator (s-ICD), the patient received an inappropriate shock due to a bundle branch block configuration during exercise and subsequent t-wave oversensing. At that time the sensing vector was reprogrammed from primary to secondary. The reporting field representative was unaware of this oversensing previously. Several months later the patient was admitted to hospital after receiving a shock. Interrogation of the device revealed two episodes of triple-sensing, where the s-ICD sensed the p, r and t waves. One of these episodes showed an inappropriate shock. Turning smartpass back on showed a reduction in p waves, however the t waves continued to be oversensed. The patient was hospitalized for one week due to a consulting physician being unavailable. Upon the consulting physician's return, x-rays were taken and showed the electrode was placed to the right of the sternum and the device was placed in a fairly high position in relation the electrode and the heart shadow. A new screening was performed which showed improved signals with a left sternal electrode position and a slightly lower device pocket. The physician would schedule the patient for a revision procedure where the existing products would either be repositioned, or new products implanted. If the s-ICD and electrode were explanted, they are expected to be returned for analysis. It was also noted that since implant of the s-ICD the patient has also been implanted with a leadless pacemaker due to a syncopal episode with approximately 40 second of sinus arrest. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported. The s-ICD and electrode were explanted and successfully replaced. Return of the device is expected, but the electrode was discarded by the hospital and will not be returned. The device was explanted and replaced. T.